Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 405mg/dl. The customer's belly was hurting and treated with bolus and went down to 362mg/dl. Customer's mother stated customer did a correction with bolus due to 399mg/dl when checked, but after bolus, blood glucose went up to 405mg/dl. Customer's mother stated that basal rates were adjusted with health care professional days prior to event and indicated that timing not being changed might have contributed to the high blood glucose. Customer's mother declined further troubleshooting for high readings and for insulin pump. The product will not be returned for analysis.